Manufacturer narrative:
All buttons functioning properly during testing. No keypad anomalies or unlocked connector noted during testing. Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Device received with normal operating currents. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had buttons are acting like pushed the wrong button. The customer¿s blood glucose was unknown. Customer stated that battery life was low. The customer stated that they changing the battery out more than once a week. The customer stated that the random issue with the up function button. The device will not be returned for analysis.